Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that during a follow-up 64 month post implant, there was an aneurysm enlargement that the physician believed is likely caused by suture pop in the graft. No additional information was available.

Manufacturer narrative:
(B)(4) other (suture break, aneurysm enlargement). Evaluation results and conclusion: other - lack of information (no films or operative reports available).